Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer confirmed the device has been shipped; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor and glidescope pgvl video baton 3-4, the image would disappear intermittently. The biomed noted that the unit looked like it had been tipped over on the floor and was significantly damaged. The procedure was completed with another glidescope system, which was made available within ten (10) minutes. No harm to the patient or user was reported.